Event description:
It was reported that the patient stated that the leads of her device had "come loose" and that her implanted device was "faulty". She had pain at the incision site and that she may have nerve damage following the replacement procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4).